Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. Visual inspection shows a 12cm opened sealing area on one side of the foil located at the opposite end of the peeling flaps. During microscopic examination, no deviation could be observed on the surface structure of the seal at the opened area of the foil. The sealed parts of the complaint foil were tested for sealing strength and they met the requirements. The opening of the seal was presumably caused because the foil was exposed to strong pressure.

Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair on (B)(6) 2013 and mesh was implanted. Prior to use, it was noted that the inner foil pouch was not seal. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.